Manufacturer narrative:
The main component of the system and other applicable components are: product ID 8782, serial # (B)(4), implanted: (B)(6) 2015, explanted: (B)(6) 2016 product type catheter.

Event description:
Information received from a healthcare provider via a manufacturer representative regarding a patient receiving gablofen 2000mccg/ml at 125mcg/day via an implanted pump. Indication for use was noted as intractable spasticity. It was reported that the physician was unable to aspirate from a catheter access port (cap). On (B)(6) 2016, the surgeon cut the spinal catheter and removed anchor. There was no cerebral spinal fluid (csf) flow. The catheter was pulled back approximately 1cm and csf did flow. The spinal segment was replaced. The cause was unknown. The implanting physician stated he did not know the cause. No symptoms were known. The patient's status at the time of report was "alive-no injury." It was noted that the issue resolved at the time of report.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.